Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of the emergency room visit was 292 mg/dl. The customer explained that she was hospitalized because she did not have a back-up plan. The customer was treated with insulin and manual injections at the hospital. The customer confirmed that she had received a back-up plan by the time of the call to report the incident. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.